Manufacturer narrative:
The customer reported the patient diagnosis was shortness of breath, confusion and weakness. The therapy mode utilized was non-invasive positive pressure. The customer reported the device numbers were correct; however, the patient arterial partial pressure of carbon dioxide (pco2) did not decrease as expected until the device exchange. The patient increase of pco2 has been assessed as a serious injury. Based on the additional information, no allegation was lodged that the device was functioning inappropriately or failing to perform to manufacturer declared specifications. Alarms were noted as fully functional and the metrics being provided by the device were noted as being correct. As such, no cause and/or contribution has been discovered during investigation of the complaint record and the patient physiological change of increased pco2 has been assessed and determined to be due to factors extrinsic to the device and its performance.

Event description:
Philips received a complaint from the customer reporting inaccurate numbers on the v60 ventilator. The device was in clinical use. As a result of the issue, the patient's carbon dioxide (co2) levels increased, and the patient was transferred to an alternative ventilator for continued therapy. The device did not meet specifications for intended use and was removed from service. A clinical harm review was performed and based on the information provided and currently available, it was alleged that during clinical and therapeutic use of the v60 ventilator, "numbers were not accurate" as per the reporter, resulting in a patient's co2 values increasing (unspecified value) to the point of requiring removal from the v60 ventilator and placement onto a different device. No further relevant clinical information was provided. The device was evaluated and underwent performance verification testing with no malfunction or failure to perform to manufacturer declared specifications. Based on the information currently provided and available, the reported harm(s) have been assessed and do not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury or death. Further information has been requested. The customer biomedical engineer (bme) evaluated the device and was unable to confirm the reported issue. There was no error message found in review of the device¿s event log and the issue could not be duplicated. The customer reported that the device alarmed as expected and there was no allegation that the device failed to retain user settings. Further clarification of the issue could not be provided. The device remains out of service pending evaluation by philips service. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device onsite and confirmed the device to be operating per specifications. The v60 device did not malfunction. The asp downloaded and reviewed the device event log and found no serviceable diagnostic codes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.